Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula kinked events on (B)(6) 2024. Events occurred within 3 hours of insertion. The insertion site was at abdomen. Blood glucose level was displayed at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.